Manufacturer narrative:
H11: the device was received for evaluation with the minicap transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of the amia automated pd cycler set and the transfer set. The transfer set would not disconnect from the patient line. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.